Manufacturer narrative:
Continuation of d10: product ID 8785 lot# hg98cjn product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6), ubd: 09-dec-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient who was receiving unknown baclofen via an implantable pump. It was reported that the collet came apart when the doctor was trying to insert the catheter. The physician may have had pulled too hard on the end piece of the collet. The troubleshooting was not performed and the representative had given the physician a new one. The issue was resolved at the time of the event.